Event description:
Hill-rom has received a report from a homecare patient's husband alleging that the clinitron at-home air fluidized therapy unit may have contributed to an unnatural arc to the lower spine of the patient. No malfunction of the unit was alleged by the complainant or found by a hill-rom technician's analysis of the bed. The clinical investigation is ongoing and a follow up report will be sent to the FDA once additional details become available.

Manufacturer narrative:
A hill-rom technician conducted a unit evaluation on the actual unit corresponding to the allegation, and the unit operated correctly with no functional abnormalities observed.